Event description:
While seated on the walker, the user pushed back to try and turn the walker around. The bearings from the front wheel came out, causing the walker to fall sideways. User fell with the walker, breaking their arm.